Event description:
Same case as MDR ID 2134265-2015-01451. It was reported that guide wire entrapment occurred. A 10x60x120 epic¿ vascular stent was advanced over a 0.035 amplatz super stiff guide wire however the stent became stuck on the wire. The procedure was completed using a different stent.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).